Manufacturer narrative:
Customer reported that items were damaged one of the items looks like mold is inside. No patient impact was reported. Results are pending the completion of the investigation. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that all items was damaged one of the item looks like mold is inside.

Manufacturer narrative:
After investigation, the samples received confirmed cracked surgiphor bottles leading to leakage and brown stained packages and trays. There were no evidence of mold on the samples available for evaluation. A device history review found no non-conformances associated with this issue during production of the batch. A definitive cause of the cracking was not determined. A project has been opened to further investigate the reported issue. Please be assured that complaints are monitored and reviewed for emerging trends. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time.

Event description:
It was reported by the customer that all items was damaged one of the item looks like mold is inside.

Manufacturer narrative:
It was reported by the customer that all items were damaged one of the items looks like mold is inside. The box had a caved-in side likely caused by the weight of something heavy. No health consequences were reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: after investigation, from the samples received, cracked surgiphor bottles were confirmed. The reported complaint of mold was not confirmed as no evidence of microbial growth was observed during container and solution sterility testing. A device history review found no non-conformances associated with this issue during production of the batch. A definitive cause of the cracking was not determined. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. H11: this supplemental emdr is submitted to document additional information provided and to correct imdrf annex c. Updated fields: b4, b5, g3, g6, h2, h10, h11. Corrected field: h6. Note: section a through f - the information provided by bd represents all of the known information at this time.

Event description:
It was reported by the customer that all items were damaged one of the items looks like mold is inside. The box had a caved-in side likely caused by the weight of something heavy. No health consequences were reported.